Event description:
It was reported that during equipment maintenance at the healthcare facility, a screw was found to be missing from the thoracic pedicle feeler. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was repaired and placed into stock at the manufacturer.

Event description:
It was reported that during equipment maintenance at the healthcare facility, a screw was found to be missing from the thoracic pedicle feeler. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.